Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that the catheter was placed without event; however, in spite of the correct intravascular position of the catheter, air was aspirated instead of blood. As a result, catheter was removed from pt. There were no pt complications reported.